Event description:
It was reported that during a laparoscopic anterior resection procedure, after the surgeons have performed the surgery for one and a half hours, they are going to dissect the mesentery in low pelvic region. He found the hemostasis and speed were deteriorated, it was slow to dissect a tissue. He kept using it for a few more times, he heard some high pitch sound when he activate it. After he removed the device from surgeon, he found the blade is dropped inside the patient. He has to rinse the abdominal and get the cracked blade finally. He confirmed there were no clip inside the patient at that time. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The tissue effect issue could not be tested due to the condition of the blade. The noise heard could have been the blade vibrating prior to detaching from the instrument. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.